Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the modular neck of the left sided hip prosthesis was broken during normal activity. There followed a stay in hospital where the stem and neck were revised.